Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that complaint not replicated. 2d and 3d images acquired without issue. No abnormal noises observed during test spins. System checks out to satisfaction. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare facility regarding an imaging system being used for a procedure. The caller indicated that the imaging system was having issues in that during the spin there was a creaking sound. The sound caused imaging to be aborted. There was no reported delay in procedure or change in patient outcome as a result and navigation was not aborted.